Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted in the connector. Visual analysis also found the inner insulation torn, blood in/on the helix/lobe mechanism and deformation/fracture in 5 cm proximal section of the inner coil causing extension problems. Damaged at implant.

Event description:
It was reported that during the implant attempt, during stimulation at 5v, impedance measurement showed <200 ohms. The lead was removed and was not possible put out the screw-in. The lead was replaced and not used. There were no patient complications reported as a result of this event.